Event description:
On 6/2/2022, it was reported by a sales representative via email that an ar-8719-1515 dynamite nitinol staple legs would not open for insertion. This was due to a bent prong on the inserter and every time surgeon attempted open the legs and insert the staple, it would pop off. A second staple was opened and case was completed without further issues. This was discovered during a procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.